Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the pump intermittently did not deliver insulin as expected. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Customer declined troubleshooting with tandem technical support and declined to provide further information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.